Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information received: did the patient experience a post-op device malfunction? No, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? No, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Antihistamines, patient status/ outcome / consequences :yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Localized inflamed itchy skin at port sites, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe : antihistamines, is the patient part of a clinical study: no, device property of :none, device in possession of:none feedback from the surgeon, dr. (B)(6) I had personally followed up with the surgeon on monday (B)(6) 2022 and she had nothing to report at the time. Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent. Please review the complaints as the events appear similar, check for duplication error. Is a photo available of the patient reaction? What was the procedure date? What date /day post op was the reaction noted? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. Product not available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a laparoscopic cholecystectomy on an unknown date in (B)(6) 2022 and topical skin adhesive was used. The patient had a localized inflammatory itchy response at each port site where the adhesive was used surgery. The patient saw the general practitioner 1 week post op and had a localized inflammatory itchy response to the adhesive at each of the port sites. Antihistamines were prescribed. Additional information has been requested.